Event description:
The rn saw a bottle of diprivan completely empty. The pump ran the fluid faster than the set rate and also ran air into the pt (50-60 cc air bolus suspected). The pt has shown no long term effects.